Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose of over 567 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 82 mg/dl. The customer also reported that the last time the infusion set was removed it had a bent cannula. The customer declined troubleshooting. The product will not be returned for analysis.